Manufacturer narrative:
Block d4, h4: the complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/rescheduled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04816 for the spyglass discover digital catheter and for the spy ds controller. It was reported to boston scientific corporation that spy discover catheter and spy ds controller were used during laparoscopic common bile duct exploration during cholecystectomy procedure in the common bile duct for the treatment of choledocholithiasis on (B)(6) 2024. It was reported that the image was lost, and they don' t have another scope to remove the stones. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.